Manufacturer narrative:
Device not returned.

Event description:
It was alleged that the temperature therapy pad was leaking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.